Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when the user tried to issue a medication. A technical support specialist (tss) remoted into the cabinet, found no issues with drawers or zones, suggested the customer to try the issue again and confirmed that the drawer was opened as normal. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini a drawer failed to open when attempting to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.